Event description:
The customer returned the device stating, ¿there was cassette error¿; during device evaluation it was found the downstream occlusion (dso) seal was separating from the plate and loose. The event occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿cassette error" was confirmed through history review. Ran downstream occlusion test and the unit passed as expected. Visual inspection found the downstream occlusion (dso) seal was separating from the plate and loose, replaced dso seal and recalibrated sensor. Probable cause is worn/defective dso seal causing intermittent issue. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.